Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered.

Event description:
(B)(4) - the dentist reported that 1 year and 6 months after dental implants was installed in patient¿s mouth, its loss of osseointegration was observed. No further information was provided.